Event description:
A report was received that a patient was experienced difficulty charging her ipg. Upon pocket inspection and assessment, it has been recommended that the patient undergo a pocket revision.